Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements out of range, as well as pacing inhibition and noise. Subsequently, this lead was capped and a new rv lead was implanted. No additional adverse patient effects were reported. Additional information was received stating the patient with this rv lead experienced syncope episodes prior to the replacement procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements out of range, as well as pacing inhibition and noise. Subsequently, this lead was capped and a new rv lead was implanted. No additional adverse patient effects were reported.